Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause. (B)(4) user has high glucose value.. Note: at follow-up call on (B)(6)2017, the customer stated his condition had improved and he did not currently have any diabetic symptoms. The customer stated that due to the hi result obtained on (B)(6)2017, he had gone to the hospital that same day. Customer stated his blood sugar when at the hospital was over 600 mg/dl; customer stated he was not told a specific number. Customer stated the hospital diagnosis had been high blood sugar and he was given insulin. Customer stated he left the hospital on (B)(6)2017 when his blood glucose test result was 212 mg/dl. Customer stated no new medication was given. Customer stated there were no additional blood tests performed with the truemetrix meter.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred as soon as the blood sample was absorbed. Customer stated that he may have removed the strip away from the blood sample prematurely. During the call on (B)(6)2017, a blood test was performed by the customer fasting and produced test result of hi using truetrack meter. Customer stated that he does not know his expected range because he is a recently diagnosed diabetic and his doctor is still monitoring him. During the call on (B)(6)2017, the customer felt well and did not report any symptoms. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/21/2019 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history (customer had only two results in the memory): hi (B)(6)2017 02:59 pm fasting:yes. A 182mg/dl (B)(6)2017 12:06 pm fasting:yes. Customer called in reporting an e-5 on his meter. Customer denies having any symptoms related to diabetes. After troubleshooting customer obtained a hi. Customer states he was admitted to the hospital on (B)(6)2017 because his sugar was 750mg/dl. Customer was discharged from hospital on (B)(6)2017. Customer stated he was dizzy and vomited while he was in hospital. Customer does not know his expected range because he is a recently diagnosed diabetic and his doctor is still monitoring him. Advised customer to seek medical attention so he may get a reading. Customer did not want to go to hospital. Informed customer that I may call help for him. Customer states the ambulance will just take him to the hospital so he will drive to the hospital instead. Customer manages his diabetes with insulin and metformin. Customer called us this morning for training on running a blood test and obtained a reading of 182mg/dl fasting. Customer has only 2 results on the memory of his meter. Customer stores his strips incorrectly, informed customer of proper storage location. Customer states he will go to hospital after the call. Informed customer we will call him tomorrow to follow up.